Manufacturer narrative:
Belated evaluation and reporting of this complaint was done during retrospective review as part of CAPA 22-0074 corrective action 6. The event is filed under internal karl storz complaint ID (B)(4). Upon investigation it was found that the outer sheath is damaged at the tip. Parts of the insulation are cut off and the tip is bent. There is a clear cutting line which suspects interaction with the sharp/cutting instrument which damaged the sheath. The damage is clearly visible and is therefore detectable during the mandatory check before use. The root cause most probably is mechanical damage by handling failure. No indication for a material or manufacturing issue.

Event description:
It was reported that there was event with a handle. According to the information received, there was dysfunction since beginning of operation. Further information is not available.